Event description:
It was reported that a plif procedure with tm-ardis was performed, two cages were placed in the cleared disc space. Position was checked a vue (no x-ray per operative). No add'l posterior pedicle screw fixation was used. It was the surgeon's opinion in this case, because of the age of the pt, not to use pedicle screws. Too young for spinal fusion construct. Surgeon is aware that this stand alone procedure is off label use. One day post op an x-ray was made and a severe malposition of the cage was noticed. Implant migration posterior. Surgeon made decision to explant tm-ardis cage (6 days post op) and replaced with globus caliber (expandable lumbar fusion device), also stand alone.

Manufacturer narrative:
Investigation in process.